Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor to resolve the issue. The system was tested and verified as ready for use. Isi has requested the video processor to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered a repeated recoverable fault 319. Prior to calling, the user had replaced the endoscope and rebooted the system, but the issue persisted. The tse reviewed the system error logs and confirmed the occurrence of error 319, pointing to the video processor. The user was instructed to turn off the system breaker and clean and reset the blue fiber cable bfc). However, after completing this step, the issue reoccurred. The tse then asked the user to check if the bfc behind the vison side cart was properly connected, and the user confirmed that it was. The tse also asked the user to verify whether the breaker on the video processor was in position, the user confirmed that it was, but the system remained in error. The user converted to a laparoscopic approach to continue with the procedure. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the port incisions was increased but there were no additional ports, just to replace the ports for laparoscopic procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor to resolve the issue. The system was tested and verified as ready for use. Isi did receive the da vinci product with an alleged issue to perform failure analysis. In logs, error 319 was found indicating that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vp was installed onto a golden system (is 4200) where error 319 was triggered by indicating fault on the dwa board, replicating the report issue. Then the golden system was set to run video test, 10 minutes sine cycle10 power cycles & sitting idle for 1 hour. Once testing was completed, the system error logs was inspected and verified. Found the dwa (dual window appliance) board be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause was determined to be a component defect related to the dwa.